Manufacturer narrative:
(B)(4). Final analysis of the pump revealed motor gear train anomaly, corrosion and/or wear and/or lubrication, stall due to shaft bearing.

Event description:
The device was removed for normal battery depletion. There were no patient symptoms/injuries related to the event. Patent status at the time of this report was alive, no injury, no adverse event. The device system was used to infuse morphine and clonidine.